Event description:
The patient's gender and age were unknown. The target lesion was the right superficial femoral artery. There was mild calcification and vessel tortuosity, the rate of stenosis were 100%. Approach was made from the right femoral artery. After the target lesion was crossed with a cruise guidewire (sjm), pre-dilatation was conducted with 5x40 jackal (sjm) balloon. Then, a smart control (complaint product) was delivered to the target lesion. However, friction/resistance was felt with the deployment lever during the deployment. The stent was placed at the target lesion approximately 2cm shorter than the original length. An additional stent ((B)(4), lot unk) was placed and the entire target lesion was fully covered. The procedure was completed without patient injury. There was no adverse event and the patient is in stable condition. The complaint product will not be returned for analysis as it was discarded at the hospital. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The delivery system was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
While attempting to deploy the stent friction/resistance was felt with the deployment lever during the deployment and the stent was reported to be 2 cm shorter than expected. An additional stent was placed to fully cover the lesion. The target lesion was the right superficial femoral artery described as having mild calcification and vessel tortuosity, the rate of stenosis was 100%. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The delivery system was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15472122 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.